Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found two no delivery alarms in the pump history on 09/14/2024 at 12:56:24.000 and 09/17/2024 at 13:51:32.000 during bolus deliveries. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, stained serial number label, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and hospitalized for treatment. The customer reported blood glucose value of 600 mg/dl and symptoms of malaise, confusion/disorientation, and nausea. The customer reported hyperglycemia, diabetic ketoacidosis and other symptoms were treated with manual injection/insulin pen, IV insulin drip, emergency room visit, and overnight hospitalization stay. The event involved product(s) mmt-1884, mmt-7040a, unomedical, mmt-332a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48 hours of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.